Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the account indicated three devices with short clips. Additional devices were pulled to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Lockout mechanism broken. Eval summary: the analysis results found that the el5ml device c was received in good visual condition. When testing the device for functionality, it was noted to be empty and the lockout was fired through. No further testing could be performed as it was returned empty. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, therapy reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. Additionally, the device was disassembled and no clips were found. The event could not be confirmed due the condition of the device. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of the el5ml device b found that it was received in good visual condition. It was cycled and the antibackup mechanism was noted non-functional causing one malformed clip; however, the remaining three clips were conforming. Additionally sticking issues were noted during testing; a corrective action has been initiated to address the root cause of the sticking jaw/cam issues. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional info: batch# e9fp1z. Expiration date: 10/2013. Manufacturing date: 11/2008. Anti-backup failure, sticking jaw/cam. The analysis results found that the el5ml device a was received in good visual condition. When testing the device for functionality, it was noted to be empty and locked out, therefore, no more clips can be fired. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. Our manufacturing batch history review identified that clip short feed's issues were detected during the manufacturing of this batch. When this occurs, our quality system documents the necessary actions to ensure final product quality. The final quality release criteria were met before this batch was released for distribution. Device a additional info: batch # e9f32h. Expiration date: 05/2013. Manufacturing date: 06/2008.